Event description:
This procedure was performed in (B)(6). During the procedure an error message occurred that there is not enough compression. The physician applied additional compression, but the message reoccurred. After removing of catheter from vein the polytetrafluoroethylene (ptfe) on the device appeared damaged. The physician said there were no cycles completed with the device (when he tried to activate the device the message of not enough compression appeared). The procedure was completed with another device. The patient is in good condition. The device has not been received for evaluation, however, two images were received of the reported damage. The images show that there is damage to the ptfe, exposing the coil of the closurefast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.